Manufacturer narrative:
E1 patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported insulin flow blocked alarm. Patient replaced infusion set and resumed insulin successfully no further information available.